Event description:
It was reported that the device was at elective replacement indicator (eri) prior to the expected date. The patient was noted to have physiologically necessary high thresholds and was noted to be 100% paced in the ventricle. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).